Manufacturer narrative:
A correction to the component code is needed and has been made.

Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles and blower foam degradation. Additionally, the service technician also noted error codes (error 53: err_comp_log_sem_timeout, error 55: err_therapy_queue_full, error 65: err_stuck_encoder_a, and error 66: err_stuck_encoder_b), contamination inside the blower kit and dust fail contamination was also noted. The device was scrapped by the service center after the evaluation was completed.